Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2017. At index procedure ((B)(6) 2017), the patient presented with a de-novo occlusion located in the distal popliteal of the right leg. The target lesion presented with a 5.0 mm reference vessel diameter (proximal and distal), 60 mm in length, 100% stenosed, and with grade 2 calcification. Pre-dilatation was performed using a 4.0 x 60 mm percutaneous transluminal angioplasty (pta) balloon in addition to atherectomy. A 5.0 x 80 mm biomimics 3d stent was implanted. Post-dilatation was performed using a 5.0 x 80 mm drug-coated balloon/drug-eluting balloon (dcb/deb). On (B)(6) 2018 the patient was hospitalised due to restenosis of the treated segment (target lesion). On (B)(6) 2018 percutaneous intervention was performed (pta and bare metal stent). The device remains implanted.